Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caregiver reported a sensor reading of 102 mg/dl, but the customer was displaying symptoms of not feeling well, paleness, glazed eyes, thirst, and nausea. The caregiver obtained a built-in meter result of 'hi' (> 500 mg/dl), and treated the customer with 5 iu rapid-insulin. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.